Event description:
It was reported by service report that the right side rail split in two in between the last two spindles at the foot end. No patient involvement or adverse consequences are reported.